Manufacturer narrative:
H6, torn acoustic isolator. Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and a solid tone was noted. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap sigma, the handpiece received an error 5 instrument error with the instrument attached. The handpiece was swapped with another handpiece and, using the same instrument, the case was completed with no patient consequence.